Event description:
It was reported to philips that the c-arm movement of the azurion device was unavailable. The device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the stand movement was not available. Review of the system log files showed geometry errors, position slip of front long movement. Upon troubleshooting fse found longitudinal drive assembly was defective. Fse replaced the longitudinal motor drive, performed required adjustments and calibrations. After which the system was returned to good working condition.the codes were updated based on the investigation outcome.